Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their dentist stated that the aligners have made their bottom teeth loose, and there is also bone loss. Patient will be getting letter of recommendation(lor) from their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.